Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an intermittent audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.